Manufacturer narrative:
The cot was evaluated by an authorized service technician. Upon evaluation of the cot it was discovered the screws on the wheel had not been repaired according to specifications as there was no loctite visible and the screws were only hand tightened. The wheel of the cot was repaired as was all other unrelated observed maintenance deficiencies and the cot was returned to service.the complainant advised the alleged wheel had been previously replaced by an unauthorized service technician prior to the reported incident. The complainant confirmed the cot had not received regular preventative maintenance services since being put into service and had previously been repaired by an unauthorized field technician. It is determined that the alleged incident was a result of improper installation and repair of the wheel by the unauthorized technician. The user manual provides clearn instructions for preventative maintenance and inspecting the cot for loose hardware. No further information has been received pertaining to the patient's alleged injury.

Event description:
It was reported while transporting a patient, a wheel detached from the cot. It was further reported that the cot tipped over with the patient. The patient allegedly sustained injuries, however no details have been provided.

Event description:
It was reported while transporting a patient, a wheel detached from the cot. It was further reported that the cot tipped over with the patient. The patient allegedly sustained injuries, however no details have been provided.